Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the unit was not producing an image with 180 series scopes due to an adhesive-like substance on the video connector pins. It is also recommended that the unit¿s software be updated to the latest version. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
While evaluating a returned olympus evis exera iii video system center loaner device, it was discovered that the unit wasn¿t producing an image with 180 series. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the adhesive-like substance on the video connector pins could not be identified. Olympus will continue to monitor field performance for this device.